Manufacturer narrative:
Continuation of d10: product ID unk-nv-ped2 (unknown); product type:; implant date n/a; explant date n/ag2: citation: authors: ma y, deng x, chen j, fan f, han k, guan s, & guo x.. Predictors of in-stent stenosis following the implantation of pipeline embolization devices for the treatment of aneurysms located at or beyond the circle of willis in the anterior circulation. Ajnr. American journal of neuroradiology. 2024. Doi:10.3174/ajnr.a8144 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Ma y, deng x, chen j, et al. Predictors of in-stent stenosis following the implantation of pipeline embolization devices for the treatment of aneurysms located at or beyond the circle of willis in the anterior circulation. Ajnr american journal of neuroradiology. February 2024. Doi:10.3174/ajnr.a8144 literature was reviewed regarding 'predictors of in-stent stenosis following the implantation of pipeline embolization devices for the treatment of aneurysms located at or beyond the circle of willis in the anterior circulation.' The objective of the study was to perform a retrospective study to investigate the incidence of and factors associated with in-stent stenosis (iss) following the treatment of distal anterior circulation aneurysms with peds to accurately identify high-risk patients and ensure timely interventions. The time frame of this study was from january 1, 2018, to june 15, 2023.  Patients who underwent pipeline embolization device treatment were enrolled; 85 patients were included, 53 patients (62.3%) were female. Compared with the non-iss group, the iss group had a higher mean age (58.90 years versus 54.59). The following medtronic devices were used: pipeline embolization device (ped). No deaths were mentioned in the study population. Adverse events and device issues: -the overall incidence of in-stent stenosis was 36.47% (31/85), of which moderate stenosis accounted for 9.41% (8/85), and severe stenosis, 5.88% (5/85). - there was a complete occlusion rate of 77.64%. - clinical outcomes were evaluated using mrs scores, and complications included hemorrhage, thrombosis, sah, stroke, tia, and access site¿related complications. -rate of stent malapposition was 16.1% versus 1.9% (balloon angioplasty was commonly used to correct severe stent malapposition and/or incomplete apposition) no further information was provided pertaining to medtronic products.